Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer¿s blood glucose was 128 mg/dl. Reportedly, the customer consulted with healthcare provider regarding alternate insulin therapy.